Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional becomes available.

Event description:
The user facility reported that expired steris 20 sterilant concentrate was used to process devices in their system 1 processor.

Manufacturer narrative:
A steris account manager arrived at the user facility to obtain additional information and offer an in-service on proper use of s20 sterilant, including inspecting the sterilant cup for damage and expiration. The facility declined the offer of in-service. The account manager confirmed that the cycles performed with expired sterilant passed. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because devices were not processed in accordance with steris' instructions for processing and use. The ss1 operator manual states "do not use s20 after expiration date indicated on the label". Steris advised the user facility to follow its procedures regarding patient notification.